Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mm in length, 2.5mm in diameter target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft was fractured. However, it was completely removed from the patient's body. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink was observed in the telescope assembly from femoral marker to the proximal end. Several kinks were observed in the sheath assembly from femoral marker to the proximal end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mm in length, 2.5mm in diameter target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft was fractured. However, it was completely removed from the patient's body. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.